Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the patient was burn during surgery.

Manufacturer narrative:
Alleged failure: caused burn to patient's abdomen. Probable root cause: heat conducted by device (excessive rf energy, etc.) Use error. The product was not returned for investigation therefore the reported failure mode was not confirmed. The reported failure mode will be monitored for future reoccurrence. The device manufacture date is not known.

Event description:
It was reported that the patient was burn during surgery.